Event description:
It was reported that a patient underwent a laparoscopy on (B)(6) 2022 and suture was used. It was noted that because of the change in needle from round to taper point the doctor faced bleeding issues during the surgery. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the bleeding occur intra-op during the initial procedure? What was the source and triggering event of bleeding? Did the needle tear the tissue? What was the volume of blood loss? How was the bleeding treated? Did the operating surgeon observe any suture/needle deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the wrong needle in the package? According to the labeling, was the correct needle in the package? Was there any medical or surgical intervention performed for the intra-op bleeding? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Were there any adverse patient consequences? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/19/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found h3 investigational summary: complaint sample: complaint sample not received for investigation. Batch manufacturing records of vp2347/t2009 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Retained sample evaluation: as the complaint is related to assembly-product mix / incorrect component related to needle, needle visual inspection is applicable & measurable parameter. Vp2347 new packaging with revised artwork: label specimen artworks and needle retain sample for product code vp2347 lot t2009 were referred and reviewed, and it was identified that product label artworks were subjected to revision in line with continual improvement program. There was no change in needle material, needle type or needle only verbiage of needle was changed earlier it was mentioned as round body now it was made specific to point specialty. These changes were approved, executed, and implemented according to established change management process with only one thought, that in revised product will be easily recognize by its point specialty. From the above analysis, it is concluded that the product is genuine and with revised packaging, there is no indication or incorrect components or product mix in the marketed product. Packaging component change was already communicated to marketing teams. Product complaint # (B)(4). Date sent to the FDA: 10/19/2022 corrected information: d1 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.